Event description:
It was reported that the patient presented in clinic for follow up when interrogation showed high capture thresholds and high pacing lead impedance on the rv lead. The lead was subsequently capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.